Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d6b (explant date) and h6 (patient and device codes).

Event description:
It was reported that this patient was shopping at the supermarket and received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon review, it was determined that the shock was delivered due to oversensing, as there was significant noise noted on the presented electrocardiogram. This system has also previously exhibited smartpass deactivation due to morphological changes. Boston scientific technical services (ts) was contacted for review and troubleshooting options were provided to attempt to recreate the artifacts, such as provocative maneuvers, manipulations, and isometrics. Ts also provided potential reprogramming options to better mitigate the noise and prevent further inappropriate therapy delivery. Recently, the patient experienced a ventricular tachycardia (vt) that was not treated by the device, resulting in the patient fainting. The vt self-terminated. Ts has been contacted again for further review, as well as recommendations on how this vt could have been treated sooner. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was shopping at the supermarket and received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon review, it was determined that the shock was delivered due to oversensing, as there was significant noise noted on the presented electrocardiogram. This system has also previously exhibited smartpass deactivation due to morphological changes. Boston scientific technical services (ts) was contacted for review and troubleshooting options were provided to attempt to recreate the artifacts, such as provocative maneuvers, manipulations, and isometrics. Ts also provided potential reprogramming options to better mitigate the noise and prevent further inappropriate therapy delivery. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.